Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed adjustment difficulties were encountered. It was noted that the rotational speed could not be adjusted with the turbine pressure control knob of the rotablator console. The speed did not respond when the knob was turned. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed adjustment difficulties were encountered. It was noted that the rotational speed could not be adjusted with the turbine pressure control knob of the rotablator console. The speed did not respond when the knob was turned. There was no patient involvement.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed adjustment difficulties were encountered. It was noted that the rotational speed could not be adjusted with the turbine pressure control knob of the rotablator console. The speed did not respond when the knob was turned. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the initial condition of the returned console revealed customer labels and the void seal broken. The console and foot pedal were tested together in the lab using a rotalink 1.75mm burr. The rotational speed in dynaglide mode, turbine mode, and the maximum turbine rotational speed reached were typical operational speeds. The console functioned properly, but the retaining hardware for the turbine pressure control assembly was loose. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Device code 2913 refers to component code 861. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis, if there is any further relevant information form that review, a supplemental medwatch will be filed. (B)(4).